Manufacturer narrative:
Reasonable attempts were made by telephone and email to obtain further information including patient's vital history and age, treatment settings, reported outcome; however, no further information was provided in addition to the initial report. An evaluation of the subject device by a lumenis technical expert found that the device performed to manufacturer's specifications. Device malfunction is not the suspected root cause of the events reported. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. A review by a lumenis health professional and a glaucoma specialist concluded that insufficient information was provided by the initial reporter to determine a root cause. The healthcare professional concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patient was not an appropriate candidate for the procedure or could have had related preexisting conditions and/or subsequent reactions to the treatment.

Event description:
It was reported that two patients sustained keratitis post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma.